Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sweating profusely, moaning and making noises, his eyes were daze and he was confused. The cgm reading was 65 mg/dl and the bg reading was 30 mg/dl. The wife treated the patient with 4 glucose tablets and he was still showing the same symptoms. The wife called the ambulance and they treated the patient with IV glucose. The patient recovered after the treatment. Paramedics left after half an hour of observation inside the house. At the time of the report the patient was still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.